Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003 the patient underwent the following surgeries: lumbar pedicle screw fusion with local autograft and posterolateral fusion t12 to l2 to treat the pre-op diagnosis: unstable l1 fracture with cauda equina syndrome. The following implants were used in the surgery: bone graft, rhbmp-2/acs, crosslink, rod, screws. On (B)(6) 2004 the patient underwent the removal of pedicle screw to treat painful spinal instrumentation, status post pedicle screw fixation, thoracic spine. Findings: left superior head of pedicle screw palpable beneath skin and fascia, status post removal.